Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: stent did not seal perforation. Device issue: stent graft did not cover perforation. It was reported that the jostent graftmaster stent was implanted, but was unable to seal the perforation. Leakage was observed and the pt was sent to surgery. No add"l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments gmbh in another country, as per specifications. It is reported that the stent graft was used as per the indication. The stent was implanted in the lad, but the perforation was not sealed. It is reported that leakage was observed and the pt was sent for surgery. No add'l complications or adverse events were caused by the use of the jostent graft-master. It is possible that the stent graft was not centered correctly over the perforation or that the stent graft chosen was too short for the perforation.